Manufacturer narrative:
Event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient¿s experienced discomfort due to ipg moving down. The ipg was repositioned on (B)(6) 2022 due to bow stringing of the extension in the neck. During the surgery it was noted that the plastic suture was broken due to which the sutures did not hold. As such, the generator was re-secured addressing the issue.